Event description:
A consumer reported that their therapy stopped shortly after implant. The patient had been reprogrammed three different times. The patient decided to turn the implantable neurostimulator (ins) down to 0.0v as they no longer wanted to use the therapy. At another medical procedure, the patient had someone come and turn the ins off. A CT scan was done, but their managing health care provider (hcp) recommended the implanting hcp would be the best person to review the scan. The patient's indication for use is essential tremor. Follow up information received from the patient reported that their therapy never worked literally from the date of surgery forward. It was reiterated that they tried many programming sessions with three separate programmers without success. In frustration they turned the device off and never used it from then on. To resolve the therapy stopping the patient conferred with the neurosurgeon that performed the surgery and stated they felt the probe "was in the wrong place." A repeat/revision surgery was discussed at that time, but the patient was not confident in a repeat procedure. However, at an appointment in (B)(6) 2016 that same surgeon noted that the patient was referred to a good neurosurgeon and that the probe must be in the right location, and that they must have an atypical tremor that is resistant to implant therapy. The patient was so stunned by this that they left in tears, and later obtained copies of t he surgeons medical opinion which stated that the probe was in the wrong place. As a result the patient has become disillusioned with the implant and has not pursued any further action with the therapy which they have entirely zeroed out, where it remains today. It was further stated that due to the patient's tremor they are no longer able to write at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.